Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. No unexpected numbers ramping/scrolling noted. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer also reported her insulin pump may have been exposed to moisture. The customer's blood glucose was 4.1 mmol/l. The customer stated the numbers were ramping when she was attempting a bolus. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.